Event description:
It was reported that while using the phaco tubing pack, the handpiece overheated, causing a thermal burn and resulting in the incineration of the iris. However, the procedure was successfully completed after appropriate treatment, and the wound was sutured. No further information was provided. A separate report is being submitted for the phaco handpiece.

Manufacturer narrative:
Section a4, a5 and a6: unknown, as information was requested but not provided. Section d4 lot #: unknown/not provided. Section d4 model # unknown/not provided. Section d4 catalog # unknown/not provided. Section d4 expiration date: unknown, as the lot number of the device was not provided. Section d4 UDI #: unknown, as the lot number of the device was not provided. Section d6a: if implanted, give date: not applicable, as the tip is not an implantable device. Section d6b: if explanted, give date: not applicable, as the tip is not an implantable device. Section e1: first/given name: unknown, as information was requested but not provided. Section e1: last name: unknown, as information was requested but not provided. Section e1: email address: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 device manufacture date: unknown, as the lot number of the device was not provided. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.